Manufacturer narrative:
There was no complaint material provided for analysis. No information in regard to production date or lot number could be obtained. A review of the complaint data base revealed that a two similar cases have been reported in the previous twelve months with the same type of breathing circuit system; two further events reported within the same period were involving other types of breathing circuit systems which can be considered similar in regard to the relevant design aspect. No case-specific evaluation could be made due to unavailability of material to investigate. The investigation of similar cases could not determine any clear indication for manufacturing or material defects. Thus, it is concluded that operator misbehavior may be a contributing factor. When the operator grabs the circuit during disconnection at the tube material and not at the connector as intended, the shearing force applied to the area of gluing may overload the strength of the glued connection. The supplier has executed measures of improvement in qi/2017 already. In reflection of typical market installation times for such kind of products is seen likely that the item involved in this event was produced before the measures became effective.

Event description:
Refer to initial MFR. Report #9611500-2017-00307.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the hose of a patient circuit system became detached from the conical end connector by which it was attached to the anesthesia workstation. The basic device reportedly alarmed. There was no injury to the patient.